Manufacturer narrative:
(B)(4); the available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to request review of untreated episode#001 that was recorded on (B)(6) 2016. Ts noted that the s-ECG's amplitude becomes very small (less than 0.2 mv) at 36 seconds associated with double counting. Normal rhythm and sensing occurs following a change in morphology. The small amplitude signals are fairly regular (145 bpm) but are initially not sensed due to functional undersensing. Subsequent to this observation, double and triple counting does occur. Ts suggested that the other sense vectors should be evaluated. Appropriate sensing is noted with the patient sitting and the sense vector programmed in primary. The local representative was planning to discuss this further with the physician. Additionally, at the follow-up on (B)(6) 2016, a da error was recorded on the final summary report. Boston scientific received information that the local representative had recommended evaluating different sense vectors; however, the patient had already left the clinic. The physician plans to evaluate sense vectors at the next scheduled follow-up.

Manufacturer narrative:
UDI = (B)(4).

Event description:
Boston scientific received information that an additional untreated episode#002 occurred on (B)(6) 2016 due to cardiac oversensing during a low amplitude signal. The rate was approximately 120 bpm. No programming changes were made at that time.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. Ts discussed events (untreated episodes) that had occurred in (B)(6) 2016 and december 2016. Ts discussed the options to mitigate these issues (oversensing, undersensing and low amplitude signals) including treadmill testing. Boston scientific received information that no treadmill test was performed and the physician plans to continue monitoring the performance of the system at this time.